Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h6, h11. Review of the most recent repair record determined ratchet not working. The ratchet gear was replaced but still would not work. The ratchet sent in with the device was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: canada. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery on an unknown date the device did not ratchet properly. The ratchet handle was not able to perform the up and down motion. No harm was reported but there was a 15 minute delay in procedure. No additional graft was required from the patient. Diligence is complete. No adverse events were reported as a result of this malfunction.